Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent tvh, vaginal wall re-suspension with ivs tunneler mesh for uterosacral ligament vault suspension, a&p repairs using an unknown suburethral sling on (B)(6) 2006 due to pain and pop.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent enterocele repair and anterior colporrhaphy due to pop and recurrent cystocele/enterocele. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding, dyspareunia and other. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.